Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during inspection of the new cardiosave intra-aortic balloon pump (iabp) by a getinge field service engineer (gfse), the gas in the helium tank was rapidly consumed. There was no patient involvement.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit and was able to reproduce the reported failure. To resolve the issue, the fse replaced the helium regulator. The unit was returned to the customer and cleared for clinical use.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a